Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred during servicing. The expected reservoir volume (erv) was 3ml and the actual reservoir volume (arv) was 10ml. It was indicated that further action had not been taken yet, but was planned. However, the specific action was not specified. There were no patient symptoms or complications associated with the event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver dilaudid 10mg/ml at 2.8mg/day and bupivacaine 25mg/ml at 7.06mg/day. The cause of the event, diagnostics/troubleshooting, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The patient had a revision surgery on (B)(6) 2015 due to volume discrepancies at refills. The patient had not been getting effective therapy or relief. During the pump replacement, it was determined that the catheter was coiled and found to be in the epidural space. A new catheter was implanted, and no segments were left in the intrathecal space. One milliliter (ml) was expected from the pump at the replacement case, as the pump had been alarming for low reservoir. The low reservoir alarm occurred on (B)(6) 2015, and the patient thought the alarm was from their cell phone. Twenty ml were actually pulled out of the pump. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed an undetermined cause of overinfusion of the pump and an anomaly with pump head, specifically the pump tube was binding.